Event description:
Intra-operative issue occurred on (B)(6) 2023: during shoulder surgery, the package of the smr stem with code 1304.15.220, lot 1303788 ster. 2000074 was found damaged. The surgery was completed with a different humeral stem and the issue caused 5-10 minutes of delay. This event occurred in italy.

Manufacturer narrative:
No other similar complaint was registered on the smr stems 1304.15.220 with lot number 1303788 and ster. 2000074. We will submit a final report as soon as the investigation will be completed.

Manufacturer narrative:
No pre-existing anomaly was detected by the check of the device history records of the lot number involved (1303788 ster. (B)(4)). This is the first and only similar complaint registered on this lot number (1303788 ster. (B)(4)). Following the visual inspection of the affected packaging, the type of damages observed makes us believe that they could be related to an incorrect handling of the device and/or as a consequence of a fall or impact: it is very unlikely that these damages may have occurred during standard transport/storage. Stating that: - by the check of the production documents, no pre-existing anomalies were identified - limacorporate is not aware of any other complaint on the same production or sterilization lot numbers - the damages observed suggest they may have been caused by mishandling of the device we conclude that the packaging issue reported is probably related to external factors such as incorrect handling of the item. We would like to specify that the indications provided by the manufacturer, reported on the packaging, on the instruction for use and on the envelopes themselves, clearly specify that the device must not be used if the package is damaged or the vacuum on the envelopes is no longer present: in case of broken packages, the item must not be used on a patient. Based on limacorporate pms data and considering the smr stems with codes 1304.15.xxx, packaged with the most recent version of the packaging (i.e. Internal pa pouch + 2 vacuumed pouches + boxes with protective sponges, introduced in 2016), we can estimate an occurrence rate of this kind of intra-operative issue of about (B)(4)%. No corrective actions needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Intra-operative issue occurred on (B)(6) 2023: during shoulder surgery, the package of the smr stem with code 1304.15.220, lot 1303788 ster. (B)(4) was found damaged. The surgery was completed with a different humeral stem and the issue caused 5-10 minutes of delay. This event occurred in italy.